Event description:
Elevated threshold in clinic (B)(6) 2023: 6v at 1ms. Possible fracture. Unstable impedances on (B)(6) 2023 check in clinic impedances 1400-1800. Carelink transmission on (B)(6) 2023 revealed 30 vtns (non-sustained ventricular tachycardia) episodes and 49 hr-ns. Noise noted with inhibition with lateral movement of left arm inactivated and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).